Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Customer successfully filled and loaded a new cartridge, allowing them to complete the load process and resume insulin delivery.